Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported via FDA medwatch / FDA user facility report # (B)(4) the following information: during gtube placement, the telescoping dilator spontaneously disassembled into the patient's stomach. The pieces were retrieved with endoscopy. There was no reported injury. Additional information received stating, "there was no direct injury to the patient. Indirectly, this resulted in the patient remaining intubated for a longer period of time (approximately 1.5 hours) and required additional intervention from another medical team (gastroenterology). I do not suspect there was increased blood loss due to the additional intervention."